Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a guide wire break occurred. The 80% to 90% stenotic lesion was located in the proximal mid and distal right coronary artery (rca). Vascular access was obtained via the right femoral artery utilizing 5fr introducer sheath. Another MFR's 5fr diagnostic catheter was used to visualize the left and right system. The diagnostic catheter was exchanged and a left ventricle (lv) gram was performed. The catheter and the 5fr sheath were removed from the pt. The physician inserted a 6fr sheath. Another MFR's coronary guide catheter was introduced with a j-tip guide wire and advanced into the proximal, mid and distal right coronary artery (rca). Another MFR's guide wire was inserted and successfully crossed the lesion. A maverick2 2.0 mm x 12 mm balloon catheter was advanced to the lesion and removed without inflation. The guide catheter was removed and another MFR's coronary guide catheter was introduced with a j-tip guide wire. The coronary guide catheter was removed. Another MFR's coronary guide catheter was introduced with a j-tip guide wire. Another MFR's 0.014 in x 180 cm interventional guide wire was inserted and advanced to the lesion successfully. Maverick2 2.0 mm x 12 mm balloon catheter was introduced, but attempts to advance and inflate the balloon failed and it was removed from the pt. Another MFR's 0.014 x 190 cm interventional guide wire was inserted as a buddy wire and successfully crossed the lesion. The maverick2 2.0 mm x 12 mm balloon catheter was advanced to the distal right coronary artery and inflated to 8 atms for 25 seconds, for an unsuccessful pre-dilatation. Several attempts to predilate the mid rca were unsuccessful. Another MFR's 2.5 mm x 12 mm stent was advanced successfully to the lesion. The 0.014 x 190 cm interventional guide wire was pulled back and the stent was deployed in the distal right coronary artery. Another MFR's 2.5 mm x 18 mm stent was advanced to the mid right coronary artery; the guide wire was removed from the pt, and the stent was deployed. Another MFR's 2.5 mm x 15 mm stent was advanced to the lesion, but the balloon failed to inflate and the stent and stent delivery system were removed from the pt as a unit. Another MFR's 2.5 mm x 23 mm stent was advanced successfully to the mid right coronary artery and deployed and the delivery system was removed from the pt. The quantum maverick 2.5 mm x 8 mm balloon catheter was advanced to the mid right coronary artery for post-dilatation and was inflated to 5 atms for 5 seconds then removed from the pt. The 0.014 in x 190 cm interventional guide wire was reinserted. A quantum maverick 2.5 mm x 8 mm balloon catheter and quantum maverick 2.25 mm x 8 mm balloon catheter were unable to be advanced to the lesion. A pt2 guide wire was unsuccessfully advanced to the lesion. Upon attempt to remove the guide wire, the physician noted that the distal portion of the pt2 guide wire had detached and remained in the proximal vessel. At the time of the event, the pt was listed a "stable with no complaints." The physician made 3 unsuccessful attempts to retrieve the dislodged tip of the guide wire with a 2 mm microsnare. The dislodged tip of the guide wire is retained in the right post descending artery (pda). Plavix 600 mg was given post procedure for anticoagulation. Post interventional stenosis was reported as 0% for proximal, 50% for both mid and distal for right coronary artery and 10% for pdl. The results of the procedure were reported as successful. The status of the pt was reported as "doing well".